Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patients wound had not healed since the implant procedure.

Manufacturer narrative:
Additional information was received that the wound was located at the midline incision, where the leads were anchored. It was noted that the incision never closed completely. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients wound had not healed since the implant procedure.